Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/23/2012, 10/23/2014, and 10/23/2017. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of cancer and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was rupture.

Event description:
Patient reported left side pain, tear and numbness in the left shoulder, elbow, hand, and fingers, and being diagnosed with cervical/vulvar cancer. Health professional reported left side, "axillary tail lymph node." Health care professional reported a "left side rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of cancer, pain, rupture, sensation increase/decrease, lymphadenopathy was received on oct 06, 2021 with lot number 1736728. Visual analysis of the returned device identified; broken shell, underweight, fold creases. A microscopic analysis was performed which identified; broken shell with sharp edge where is localized stresses induced in posterior and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - broken shell with sharp edge where is localized stresses induced assessed as surgical impact. - stress marks assessed as non penetrating nicks.

Event description:
Patient reported left side pain, tear and numbness in the left shoulder, elbow, hand, and fingers, and being diagnosed with cervical/vulvar cancer. Health professional reported left side, "axillary tail lymph node." Health care professional reported a "left side rupture." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Clarification to g3: original aware date for MDR reporting was 31/aug/2021. This was captured correctly in the initial medwatch, and all reporting was made on time. The date of 2014 was for psr reporting and was inadvertently not updated.

Event description:
Patient reported left side pain, tear and numbness in the left shoulder, elbow, hand, and fingers, and being diagnosed with cervical/vulvar cancer. Health professional reported left side, "axillary tail lymph node." Health care professional reported a "left side rupture." The device has been explanted.